Event description:
It was reported that while using the bd instrument max clinical jagged curves were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #: (B)(4). The following information was provided by the initial reporter: "customer reported getting noisy curves on bd covid assay tests. They did not report technical error messages."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Manufacturer narrative:
H.6. Investigation: a "unusual plot result" complaint was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported getting noisy curves on bd covid assay tests and have not received any technical error messages. The case was handled through remote assistance in which local application specialist assisted the customer on decontaminating the instrument. The complaint is unconfirmed and determined as an instrument as the issue is due to environmental contamination. No parts were returned to bd for investigation. Root cause is determined to be from contamination. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd instrument max clinical jagged curves were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system eua #: (B)(4) the following information was provided by the initial reporter: " customer reported getting noisy curves on bd covid assay tests. They did not report technical error messages."